Event description:
It was reported that the patient with this neurostimulator had their device explanted then a new device reimplanted after multiple unsuccessful reprogramming attempts. The patient cited a lack of efficacy from their device as well. There were no patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.